Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The customer's reported problem was "failed volume" test. Inspection of the pump's event log is not applicable for this issue. The delivery accuracy tests found the pump to be out of the published specification. After investigation, it was determined that the latch/lock's gasket was missing which was the root cause of the reported problem. The cause of the missing latch/lock's gasket is unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system experienced failed volume test. There was no reported patient involvement.